Manufacturer narrative:
D4 lot number: updated.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed using this device. No patient complications were reported. It was further reported that the 90% stenosed target lesion was located in the moderately tortuous and severely calcified artery and that the balloon ruptured at 12 atmospheric pressures. The device was simply removed using the normal method without any problem. No complications were reported, and the patient was good post procedure.

Event description:
It was reported that a balloon rupture occurred. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured. The procedure was completed using this device. No patient complications were reported.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.